Event description:
It was reported that the user experienced a hypoglycemic event after eating while using the ilet system, with a measured blood glucose of 67 mg/dl and self-treatment reported; no device alarms, malfunctions, or component issues were reported. Symptoms included dizziness and sweating. Outcomes included prompt recovery to target range within about 15 minutes after consuming approximately 9.7 ounces of a starbucks frappuccino as oral glucose. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device-related malfunction and no identifiable contributing device factor, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.